Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. 686032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for an unreported indication: mirena. Concurrent conditions included difficulty sleeping since 2008, protein deficiency since 1995, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, high cholesterol since (B)(6) 2012, fibromyalgia, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, nerve pain since (B)(6) 2017, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, nephrectomy since 1995, colon operation since 1998, leg operation since 1999, appendectomy since (B)(6) 2009, cholecystectomy since (B)(6) 2009, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included amitriptyline since (B)(6) 2017, citalopram since 2007, colecalciferol (vitamin d) since (B)(6) 2014, gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. In (B)(6) 2010, the patient experienced fatigue ("fatigue,") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2011, the patient experienced nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis,") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and the second episode of dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and the last episode of dysmenorrhoea had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, bacterial vulvovaginitis, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered bacterial vulvovaginitis, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. 686032-inv,686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for dvt: coumadin; for an unreported indication: mirena. Concurrent conditions included nerve pain since (B)(6) 2017, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, high cholesterol since (B)(6) 2012, cholecystectomy since (B)(6) 2009, appendectomy since (B)(6) 2009, difficulty sleeping since 2008, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, leg operation since 1999, colon operation since 1998, protein deficiency since 1995, nephrectomy since 1995, fibromyalgia, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included medroxyprogesterone acetate (provera) from 2002 to 2011 for contraception and genital bleeding as well as amitriptyline since (B)(6) 2017, citalopram since 2007, enoxaparin sodium (lovenox), gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, vitamin d nos (vitamin d) since (B)(6) 2014, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and the second episode of dysmenorrhoea ("cramping / dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, bacterial vulvovaginitis, the last episode of dysmenorrhoea, abdominal pain, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, nausea, dyspareunia, fatigue, weight increased, depression, anxiety, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient was admitted to the hospital for a laparoscopic hysterectomy, which was performed on (B)(6) 2011. Postoperatively the patient did well. On postop day zero, the night of surgery, her lovenox was restarted. She had a history of a dvt and takes coumadin. On postop day #1 her hemoglobin was 13. Vital signs were good and she was discharged home on lovenox. Patient received treatment for pelvic pain, abdominal pain, metrorrhagia, bacterial vaginosis, candida vaginosis, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping, nausea. Lot number : 686032 is not valid. Lot number: 686083 manufacture date: 2009/11 expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. 686032-inv,686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for dvt: coumadin; for an unreported indication: mirena. Concurrent conditions included difficulty sleeping since 2008, protein deficiency since 1995, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, high cholesterol since (B)(6) 2012, fibromyalgia, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, nerve pain since (B)(6) 2017, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, nephrectomy since 1995, colon operation since 1998, leg operation since 1999, appendectomy since (B)(6) 2009, cholecystectomy since (B)(6) 2009, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included amitriptyline since (B)(6) 2017, citalopram since 2007, enoxaparin sodium (lovenox), gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, medroxyprogesterone acetate (provera) from 2002 to 2011, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, vitamin d nos (vitamin d) since (B)(6) 2014, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2011, the patient experienced nausea ("nausea/nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and the second episode of dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of dysmenorrhoea had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, bacterial vulvovaginitis, nausea, dyspareunia, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient was admitted to the hospital for a laparoscopic hysterectomy, which was performed on (B)(6) 2011. Postoperatively the patient did well. On postop day zero, the night of surgery, her lovenox was restarted. She had a history of a dvt and takes coumadin. On postop day #1 her hemoglobin was 13. Vital signs were good and she was discharged home on lovenox. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping, nausea. Lot number : 686032 is invalid lot number: 686083 manufacture date: 2009/11 expiration date: 2012/11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. 686032-inv,686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for dvt: coumadin; for an unreported indication: mirena. Concurrent conditions included nerve pain since (B)(6) 2017, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, high cholesterol since (B)(6) 2012, cholecystectomy since (B)(6) 2009, appendectomy since (B)(6) 2009, difficulty sleeping since 2008, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, leg operation since 1999, colon operation since 1998, protein deficiency since 1995, nephrectomy since 1995, fibromyalgia, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included medroxyprogesterone acetate (provera) from 2002 to 2011 for contraception and genital bleeding as well as amitriptyline since (B)(6) 2017, citalopram since 2007, enoxaparin sodium (lovenox), gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, vitamin d nos (vitamin d) since (B)(6) 2014, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and the second episode of dysmenorrhoea ("cramping / dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of dysmenorrhoea, abdominal pain, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, bacterial vulvovaginitis, nausea, dyspareunia, fatigue, weight increased, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bacterial vulvovaginitis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, nausea, pelvic pain, post procedural complication, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient was admitted to the hospital for a laparoscopic hysterectomy, which was performed on (B)(6) 2011. Postoperatively the patient did well. On postop day zero, the night of surgery, her lovenox was restarted. She had a history of a dvt and takes coumadin. On postop day #1 her hemoglobin was 13. Vital signs were good and she was discharged home on lovenox. Patient received treatment for pelvic pain, abdominal pain, metrorrhagia, bacterial vaginosi, candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping, nausea. Lot number : 686032 is invalid. Lot number: 686083. Manufacture date: 2009/11. Expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: metrorrhagia, bacterial vaginosis, candidal vaginosis, abdominal pain and post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. 686032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for an unreported indication: mirena. Concurrent conditions included difficulty sleeping since 2008, protein deficiency since 1995, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, high cholesterol since (B)(6) 2012, fibromyalgia, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, nerve pain since (B)(6) 2017, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, nephrectomy since 1995, colon operation since 1998, leg operation since 1999, appendectomy since (B)(6) 2009, cholecystectomy since (B)(6) 2009, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included amitriptyline since (B)(6) 2017, citalopram since 2007, colecalciferol (vitamin d) since (B)(6) 2014, gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, medroxyprogesterone acetate (provera) from 2002 to 2011, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2011, the patient experienced nausea ("nausea/nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and the second episode of dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of dysmenorrhoea had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, bacterial vulvovaginitis, nausea, dyspareunia, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. New event: psychological or psychiatric problems condition: depression and mental anguish, heavy bleeding were added. Outcome of the event heavy bleeding was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. 686032-inv,686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for dvt: coumadin; for an unreported indication: mirena. Concurrent conditions included nerve pain since (B)(6) 2017, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, high cholesterol since (B)(6) 2012, cholecystectomy since (B)(6) 2009, appendectomy since (B)(6) 2009, difficulty sleeping since 2008, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, leg operation since 1999, colon operation since 1998, protein deficiency since 1995, nephrectomy since 1995, fibromyalgia, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included medroxyprogesterone acetate (provera) from 2002 to 2011 for contraception and genital bleeding as well as amitriptyline since (B)(6) 2017, citalopram since 2007, enoxaparin sodium (lovenox), gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, vitamin d nos (vitamin d) since (B)(6) 2014, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and the second episode of dysmenorrhoea ("cramping / dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, bacterial vulvovaginitis, the last episode of dysmenorrhoea, abdominal pain, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, nausea, dyspareunia, fatigue, weight increased, depression, anxiety, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient was admitted to the hospital for a laparoscopic hysterectomy, which was performed on (B)(6) 2011. Postoperatively the patient did well. On postop day zero, the night of surgery, her lovenox was restarted. She had a history of a dvt and takes coumadin. On postop day #1 her hemoglobin was 13. Vital signs were good and she was discharged home on lovenox. Patient received treatment for pelvic pain, abdominal pain, metrorrhagia, bacterial vaginosis, candida vaginosis, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping, nausea. Lot number : 686032 is invalid. Lot number: 686083 manufacture date: 2009/11 expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a (B)(6) year-old female patient who had essure (batch no. 686032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for an unreported indication: mirena. Concurrent conditions included difficulty sleeping since 2008, protein deficiency since 1995, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, high cholesterol since (B)(6) 2012, fibromyalgia, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6) 2016, nerve pain since (B)(6) 2017, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, nephrectomy since 1995, colon operation since 1998, leg operation since 1999, appendectomy since (B)(6) 2009, cholecystectomy since (B)(6) 2009, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included amitriptyline since (B)(6) 2017, citalopram since 2007, colecalciferol (vitamin d) since (B)(6) 2014, gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6) 2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6) 2009 to (B)(6) 2015. In (B)(6) 2010, the patient experienced fatigue ("fatigue,") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2011, the patient experienced nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis,") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and the second episode of dysmenorrhoea ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and the last episode of dysmenorrhoea had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, bacterial vulvovaginitis, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered bacterial vulvovaginitis, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and mr received, patient relevant information essure indication stop date and lot number, concomitant medication,events abnormal bleeding (vaginal, menorrhagia), infection (other) describe: bacterial vaginitis, nausea, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue and weight gain were added . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. 686032-inv,686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Here is no evidence of endometrial chronic inflammation, hyperplasia or carcinoma ,dysplasia is not identified in the vaginal cuff margin. Previously administered products included for dvt: coumadin; for an unreported indication: mirena. Concurrent conditions included nerve pain since (B)(6) 2017, restless leg syndrome since (B)(6) 2016, hypothyroidism since (B)(6)2016, high cholesterol since (B)(6) 2012, cholecystectomy since august 2009, appendectomy since (B)(6) 2009, difficulty sleeping since 2008, blood pressure increased since 2008, depression since 2008, acid reflux (oesophageal) since 2006, migraine since 2001, leg operation since 1999, colon operation since 1998, protein deficiency since 1995, nephrectomy since 1995, fibromyalgia, menometrorrhagia, anxiety, depression, hypertension, kidney stone, thrombolysis, endometrial polyp, endometrial metaplasia, chronic inflammation of orbit, unspecified and cancer of endometrium. Concomitant products included medroxyprogesterone acetate (provera) from 2002 to 2011 for contraception and genital bleeding as well as amitriptyline since (B)(6) 2017, citalopram since 2007, enoxaparin sodium (lovenox), gabapentin since (B)(6) 2014, gemfibrozil since (B)(6) 2012, levopropylhexedrine (benzedrex) since (B)(6) 2010, levothyroxine since (B)(6)2016, metoprolol since (B)(6) 2016, pyridoxine hydrochloride (vitamin b6) since (B)(6) 2017, triamterene since (B)(6) 2010, vitamin d nos (vitamin d) since (B)(6) 2014, warfarin since 1995 and zolpidem tartrate (ambien) from (B)(6)2009 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and the second episode of dysmenorrhoea ("cramping / dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("infection (other) describe: bacterial vaginitis/infection (other) describe: bacterial vaginitis"), 2 years 4 months after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), post procedural complication ("post removal complication"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, bacterial vulvovaginitis, the last episode of dysmenorrhoea, abdominal pain, metrorrhagia, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, nausea, dyspareunia, fatigue, weight increased, depression, anxiety, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient was admitted to the hospital for a laparoscopic hysterectomy, which was performed on (B)(6) 2011. Postoperatively the patient did well. On postop day zero, the night of surgery, her lovenox was restarted. She had a history of a dvt and takes coumadin. On postop day #1 her hemoglobin was 13. Vital signs were good and she was discharged home on lovenox. Patient received treatment for pelvic pain, abdominal pain, metrorrhagia, bacterial vaginosis, candida vaginosis, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bacterial vaginitis,cramping, nausea. Lot number : 686032 is invalid. Lot number: 686083 manufacture date: 2009/11 expiration date: 2012/11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent total hysterectomy with bilateral salpingectomy.). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.